Event description:
Description of event updated according to study protocol: primary indication for thoracic endovascular aortic repair: acute thoracic aortic dissection type b. Date of procedure: (B)(6) 2021. Date of hospital discharge: (B)(6) 2021. Additional procedure information: left subclavian to left common carotid bypass (planned). Devices used: zta-p-38-217 (e3948242) (B)(4) proximally and zta-pt-42-38-225 (e3977283) (B)(4) distally. Target lesion and deployment of the zenith alpha thoracic graft in the intended location was successful. No non-zta graft(s) or stent(s) implanted during the procedure. Adverse event: endoleak unknown type secondary intervention related to an adverse event: endovascular/stent did any adverse event occur? Yes / aortic rupture location relative to study stent: stented segment secondary intervention related to an adverse event: aortic rupture due to 1a endoleak of a thoracic endoprosthesis. Was the event considered to be related to the treated aortic disease? = related was this event considered to be related to the study procedure? = not related did the event occur due to a device deficiency? = yes treatment of event: aortic arch replacement. Did the event lead to a serious deterioration in health that resulted in any of the following? Yes. Medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment of a body structure or a body function + in-patient hospitalization or prolongation of existing hospitalization. Date of discharge: (B)(6) 2021.

Manufacturer narrative:
Manufacturers ref (B)(4) investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). According to investigation there is a discrepancy in the reported information as both a 'type 1a endoleak leading to aortic rupture and open surgery' and an 'unknown endoleak leading to endovascular stenting'. These were reported to occur on the same date and since no additional information or clarification has been possible to obtain, wce will investigate on the most severe of the two reported events which was the type 1a endoleak leading to aortic rupture. The type 1a endoleak relates to the most proximal of the two implanted devices zta-p-38-217 (B)(6) and is handled in (B)(4) (manufacturer report #3002808486-2024-00106). This report is therefore no longer reportable and all communication on the reported event will be handle in (B)(4) (manufacturer report #3002808486-2024-00106). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: primary indication for thoracic endovascular aortic repair: acute thoracic aortic dissection type b. Date of procedure: (B)(6) 2021. Date of hospital discharge: (B)(6) 2021. Additional procedure information: left subclavian to left common carotid bypass (planned). Devices used: zta-p-38-217 (e3948242) ((B)(4)) proximally and zta-pt-42-38-225 (e3977283) ((B)(4)) distally. Target lesion and deployment of the zenith alpha thoracic graft in the intended location was successful. No non-zta graft(s) or stent(s) implanted during the procedure. Date of secondary intervention: (B)(6) 2021. Secondary intervention related to an adverse event: yes. Adverse event: vascular, left pleuro-pneumopathy following aortic arch replacement following retrogression of a type b aortic dissection of the descending thoracic aorta due to leakage of a thoracic endoprosthesis. Type of secondary intervention: endovascular/stent indication for secondary intervention: endoleak. Type of endoleak: unknown. Secondary intervention considered successful: yes. The event led to a serious deterioration in health: medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment of a body structure or a body function and in-patient hospitalization or prolongation of existing hospitalization. Was this event considered to be related to the study device? = related. If related, provide a detailed description of how study device caused or contributed to this event = leakage of a thoracic endoprosthesis was the event considered to be related to the treated aortic disease? = related. Was this event considered to be related to the study procedure? = not related. Did the event occur due to a device deficiency? = yes. Patient outcome: patient outcome = resolved (patient recovered/stabilized) without sequelae. Endovascular = yes.